Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during that the cardiosave intra-aortic balloon pump (iabp) unit had an temperature alarm. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reported that the temperature sensor was replaced, which resolved the issue. The defective part was retained by the customer, but will be returned at a later date. The unit passed all functional and safety checks to factory specification.